Manufacturer narrative:
The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported a blood leak occurred one hour into treatment. The machine alarmed. Estimated blood loss was 300 ml's. The blood was not returned to the pt. Pt resumed treatment with new set up and continued treatment in stable condition. Pt had no adverse effects. The sample was discarded.